Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed that the device alarmed for air-in-line alarms through review of the event history log, but did not reproduce it. The eval found that the ultrasonic sensor readings were below spec, which is a known contributor to the reported symptom. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no pt injury.